Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the bd insyte¿ autoguard¿ bc shielded IV catheter tip. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: DHR review was conducted, which disclosed the following: lot 8095790; was built and packaged on afa line 11 from april 11, 2018 through april 14, 2018 for the total of 396,010 units. All challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Sap (qn) database review; was conducted for this investigation which disclosed that there were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident. Received three used 20ga insyte autoguard bc units within opened packages from lot 8095790. Units 1 and 2 consisted of the needle/hub assemblies fully retracted within the safety shield (barrel) and the catheter/adapter assemblies. Hand written on package of unit 1: ¿late no flashback, painful.¿ hand written on package of unit 2: ¿late no flashback, painful.¿ unit 3 consisted of the unit with all components present and intact. Hand written on package of unit 3: ¿extra piece-extra plastic on tip cath.¿ visual observation (method-n/a): units, 1, 2, & 3; revealed the wedge, septum and actuator were in the correct position and without visible damage on all three units. The components were received without damage. There were no anomalies or mechanical/physical damage to the catheter or needle that would contribute to the alleged defects of as stated in the pir. Units 1 and 2; were evaluated for all three alleged defects of (1) catheter tip integrity and (2) flashback (poor / no) and (3) needle penetration difficult / painful: the needles were placed to the out position and the buttons were reset on the needle assemblies for observations. Visual observation; revealed traces of dried thick media present though out the needle and catheter of both units; indicative of flashback. Unit 1; revealed to have beads of lubrication and dried media present at needle tip. Unit 2; revealed to have beads of lubrication and dried media present at needle tip. Lie distance (method-s-au8); could not be obtained due to the condition in which the units were received (used and in portions). Cannula tip assessment (method: mm-90): the needles rated at ¿a¿ (acceptable rating per specification). The bevel area had the proper bevel cut and the secondary bevel was present on the units. The needles revealed no anomalies or damage (i.e. Bends, burrs, flash, deformation, etc.) To the cannula tip. Catheter tip grading (method: tip-009): the catheter tips graded at ¿4¿ (acceptable per specification). Penetration and drag testing (s-au36-in-001); could not be conducted due to the unit being out of the packaging and used. There was no physical/mechanical evidence to confirm or support manufacturing related issues that would contribute to the alleged defects. Unit 3; was evaluated for the defects of (1) catheter tip integrity and (2) needle penetration difficult / painful: lie distance (method-s-au8); was within the acceptable range per specification of .001 - 0.023 inches. The needle and catheter tips were acceptable. Cannula tip assessment (method: mm-90): the needle rated at ¿a¿ (acceptable rating per specification). The bevel area had the proper bevel cut and the secondary bevel was present on the unit. The needle revealed no anomalies or damage (i.e. Bends, burrs, flash, deformation, etc.) To the cannula tip. Catheter tip grading (method: tip-009): the catheter tip graded at ¿5¿ (acceptable per specification). Penetration and drag testing (s-au36-in-001); was not conducted as the unit was received within an opened package. Tip adhesion (method: s-au36): holding the catheter hub, manually rotated the clear barrel 360 degrees, observed no candy caning and there was no stickiness felt confirming no presence of tip adhesion. Lubrication dip depth test (method: mm-60-in-001): unit was tested and was determined to be with specification of (0.00-0.25). Conclusion(s): indeterminate: the reported alleged defects were not identified or confirmed and a definite root cause could not be established. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defects. Per the IFU for insert: as stated within the training brochures, catheters should be rotated 360 degrees prior to insertion. This process should assist penetration and threading process. After the tip adhesion has been removed by rotating the catheter, the catheter should be seated to ensure the correct catheter placement exists for ease of penetration. Breaking tip adhesion also promotes a smoother threading process. Instructions to rotate the catheter prior to insertion are contained in the IFU. Difficult threading can be improved within user technique and experience. High frictional forces between the outer catheter wall and the patient¿s skin can increase threading difficulty.

Event description:
It was reported that there was foreign matter on the bd insyte¿ autoguard¿ bc shielded IV catheter tip. There was no report of exposure, injury, or medical intervention noted.